Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where a multiple defects were noted including: third-party repair: distal end cap cover, bending section rubber, bending section rubber glue, switch button 1, insertion section, universal cord. Light guide lens glue worn out. Inner wall of biopsy channel scratched, inner wall of suction channel discolored/kinked. Suction cylinder shaved. Insertion section broken, insulation failure at distal end. Guide wire insufficiently fixed. Distal end cap cover broken, insulation failure at distal end. Preventive repair: customer label on grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus sent the device to a third party for culture testing where the results were as follows: biopsy channel (ch)/ suction ch: no growth; air/water ch: micrococcus luteus; insertion section: no growth; distal end/ forceps elevator: no growth. An ess was dispatched to the user facility on 17feb2022 where they provided a cds reprocessing in-service for the staff. The ess observed the staff has had frequent turn over of staff. Many of the steps were not consistently being done across the board. The ess observed many staff using a channel block instead of their finger during the suctioning portion of the manual cleaning process. The facility is not manually flushing the channels of the endoscopes but instead using a third party flushing machine called steris aqusinc. The ess also explained to the facility that endoscope has been repaired by third party and that olympus cleaning process might not suffice for their equipment. The ess recommended they reach out to their third party repair company for cleaning instructions on the equipment. The staff is also using the maj-1534 brush as part of their cleaning process. The ess informed them that brush is only used for the tjf-160v or the gf-uct180-al5 endoscopes, not the tjf-q180v. The following is included in the device IFU: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." "Warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the service and is pending microbial testing and a physical evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported performing a microbiological test twice on the duodenovideoscope and both times the scope cultured positive for 1-10 colony forming units (cfu) of bacillus which the facility considers a low-concern organism. There were no associated patient infections reported.